Event description:
A vns pt had generator replacement surgery due to end of service. The explanted generator was returned for product analysis and it was identified that transistor q10 was found to exhibit an out-of-limit (higher) leakage current at test chamber temperature. This leakage increased the module's supply current 1ma consumption by approx 1.194ua over the high limit (spec 23.000-38.000ma). The out-of-limit pulsing currents could potentially be a contributing factor to the end of service, however, the battery longevity calculation (-0.33 years) determined that the end of service was an expected event. As the generator was received in an end of service state, the extent to which the increased current consumption may have contributed to a depleted battery cannot be determined. The caged module met spec following the q10 replacement.